Event description:
It is reported that the lens was explanted due to dysphotopsia. No adverse effect and no patient injury were reported.

Manufacturer narrative:
Explanted intraocular lens. All pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.

Manufacturer narrative:
The explanted intraocular lens (iol) was returned to our manufacturing facility for evaluation and measured for diopter and optical properties. Results showed the lens measured 15.0 d and is correct as labeled. The returned lens was noted to have surface residuals adhered to both side of optic body which are consistent with a lens that has been explanted and handled. No defects were observed with the lens optic body and haptics of the lens. Review of the manufacturing records for this lens found that it met all manufacturing specifications prior to release. Our investigation identified no product deficiency, suggesting that this event not caused by the intraocular lens. All pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.